Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. This "supplemental" correction was created to capture the changes in a6: race and b2: outcomes attrib to adv event fields.

Event description:
It was reported that this pacemaker was using more than four hundred percent of the battery. Initial analysis indicated that the power consumption of this device has been increasing and is expected to continue to increase. The engineers recommended replacing the device and return it for detailed analysis. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this pacemaker was using more than four hundred percent of the battery. Initial analysis indicated that the power consumption of this device has been increasing and is expected to continue to increase. The engineers recommended about replacing the device and return it for detailed analysis. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.